Event description:
It was reported that the pt was experiencing severe spasticity in her lower extremities. A reservoir discrepancy was noted (values not specified). X-ray revealed a catheter disconnection at the lumbar site. In 2009, the catheter was explanted and replaced. The catheter revision took place during a bridge bolus; the medication concentration was changed from baclofen 500 mcg/ml to baclofen 2000 mcg/ml. The surgeon was unaware of the bridge bolus. As of 2009, the timeline for the remainder of the bridge bolus was unk. The pump was currently programmed to 2000 mcg/ml at 96 mcg/day. If 500 mcg/ml medication concentration was still in the device system, the pt would have been receiving 24 mcg/day. The pt recovered without sequela.